Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event description: date of event: 8/28/2025. Tray did not work - medication failure. Hb. Patient or end-user injured: n. When was incident noticed: after use. Was incident discovered during direct patient care: y. Was any medical treatment required: n. Per customer response on (B)(6) 2025: they had to convert to general anesthesia.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two unopened trays were provided to our quality team for investigation. The product was inspected, no external damage to the trays was observed and the vials were intact. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001612471 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. We reviewed our sterilization records, no issues were identified during the sterilization process. The certification of analysis, provided to bd by the supplier has been reviewed for the reported lot, all testing done by the supplier verifies the product passed required inspections and is authorized for use. Based on the available information we are not able to identify a root cause related to our process that could impact the efficacy of the medication provided within our kits. The medication within the kit is provided by a supplier. We have notified the supplier of this incident. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.